Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 146 (mg/dl). During troubleshooting with tandem technical support, it was determined that the occlusion was likely in the cartridge. Reportedly, the cartridge had visible cracks and/or damage. The customer changed the cartridge, tubing and site and resumed insulin delivery. Replacement cartridges were sent to the customer.